Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s previous ins had stopped working for her symptoms. The patient reported that she stopped using it at that time. The patient reported that she was not sure if the battery was dead eventually, as she reported it was expected to last longer but was ultimately replaced. The patient reported that she had the ins on all the time and was told not to have it turned off to conserve the battery. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.